Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet. The investigation is in process. Once the investigation is complete, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patella clamp did not lock. There was no patient involvement.

Event description:
No additional event information reported.

Manufacturer narrative:
Visual evaluation of the patella clamp found signs of repeated use and the teeth are slightly worn. A functional check was performed and the instrument functions as intended. Device history record was reviewed and no discrepancies were found. This event was initially reported on the basis of the malfunction having previously caused/ contributed to injury, however, this is incorrect. Upon reassessment this event is considered a non reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.